Event description:
Fractured distal tip of right ventricle pace sense lead with ventricular over-sensing and inappropriate delivery of shocks. Procedure: implantation of a new right ventricular bipolar pacing and shocking lead, with removal of previously implanted medtronic maximal ICD.